Event description:
It was reported that during routine testing of the epg (external pulse generator), the biomedical engineer found that the epg powered on fine and functioned properly, but it intermittently failed to power off completely upon the second pressing of the off button. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board was out of electrical specification, it failed the inactive current drain test. It was also noted that one side bail cover was broken and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report during repair of the device, the main printed circuit board (pcb) was out of electrical specification, it failed the inactive current drain test. The main pcb, battery and patient flex were further analyzed. No visual anomalies were observed on the pcb. The capacitors were measured and tested within specification. The pcb was turned on, current consumption was normal, the unit was then turned off and inactive current drain was within specification. The pcb was tested through a pacing tester and the inactive current drain failure could not be reproduced. It was also noted that one side bail cover was broken and the keyboard was scratched.